Manufacturer narrative:
Intuitive did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The reported error was confirmed and replicated. In the logs, the error indicted to a fault on the tornado down button, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the tornado down button was intermittently sticking, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where it passed. Once testing was completed, the axes controller spar button board 3 (acsb3) printed circuit assembly (pca) was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted thoracic surgery surgical procedure, universal surgical manipulator (usm) 3 did not function as expected. The clearance joint for usm 3 was nonoperational, which prevented the usm from rolling. The issue was identified during the draping of the robot, prior to anesthesia and ports being placed. A hard power cycle of the system was performed; however, the issue was not resolved. It was reported the tornado control would slightly toggle upward, but the down button was unresponsive. As a result, the customer elected not to use the system. The procedure was performed open and completed without any complications.

Manufacturer narrative:
An intuitive field engineer went on-site and replaced the usm due to errors occurring. The system was tested and verified as ready for use. The usm has been received for failure analysis; however, failure analysis investigations are not yet complete.